Event description:
It was reported that the customer experienced a malfunction with their insulin pump, leading them to switch to manual injections as a backup therapy overnight due to the pump's depleted battery. There was no adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.